Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed during an attempt to discharge during patient use. There was no adverse patient impact.